Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak barrel was cracked. The following information was provided by the initial reporter: material #309605, batch #4338291. Verbatim: rcc received a complaint via email. Email(s) attached. During the visual inspection of the process media fill, the pharmacist identified three syringes with defects: two were observed to have cracks, and one exhibited leakage. Product part# 309605. Customer responded on 29-apr. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? - yes, send label via email to can you please provide an exact date of event in this format mm-dd-yyyy? 04-23-2025.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. Three samples of 10ml luer-lok syringes were received and evaluated. One syringe labeled as ¿leak¿ showed no cracks or leakage and was found acceptable. Two syringes were labeled as having ¿barrel crack¿, which was confirmed upon inspection, revealing approximately 1/2" cracks in each. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4338291. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.